Event description:
It was reported that 15 minutes prior to a scheduled routine generator change out, the pulse generator exhibited an error message upon interrogation. The replacement procedure was successfully completed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.